Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The insulin exiting the tubing appeared to be gel-like. The customer changed the pump supplies multiple times and the occlusions reoccurred. The customer's blood glucose (bg) level was 400 mg/dl and an insulin injection was administered to address the bg level. The customer reverted to using insulin injections to manage diabetes.